Event description:
It was reported that the pt experienced a shocking and jolting sensation while stimulation was on and off. The shocking and jolting was also felt by the health care provider while holding the external programmer.

Manufacturer narrative:
(B) (4)